Event description:
It was reported that the surgeon used the pro46 for the first time and didn't deploy the instrument properly. One of the metal rings that hold the bag open fell off into the patient and was recovered. The surgeon was in serviced after the procedure by an ethicon representative. Further conversation between the sales rep and the surgeon suggested that the failure occurred due to the fact that the surgeon tried to close the bag with the string and not with the thumb plunger.